Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have migrated and was identified in the right ventricle. The left ventricular (lv) lead was then explanted and replaced. No additional adverse patient effects were reported.